Manufacturer narrative:
Block b3: exact date unknown, event occurred a few months prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8352700, model: sc-8352-70, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient was experiencing pain, irritation and itching at the pocket site. During the procedure to replace the spinal cord stimulator (scs), signs of infection were noted around the implantable pulse generator (ipg). It was noted that the infection was not device or procedure related, however, the cause was unknown. The physician opted to remove all device components, applied antibiotics powder into the incision sites and prescribed the patient with antibiotics. The patient was doing well postoperatively and the explanted devices were kept by the medical facility.